Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure (patient age unk, however is over 18 years). According to the complainant, difficulty was encountered when attempting to deploy the stent. The withdrawal of the sheath was difficult resulting in the sheath breaking into two pieces at the handle link outside of the patient. The stent could not be deployed. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.